Event description:
The following information was reported: the physician shuttled down until he felt the hard stop, pulled the sheath back and there was no tamp tube visible. Manual compression was held for 15-20 minutes. The patient's hospitalization was not extended due to the mynx device/mynx procedure. Additional information: the user shuttled down completely. Stopcock opened prior to shuttling down. Significant resistance was felt when shuttling down. Force was applied when shuttling down due to the resistance felt. No kinks were observed on the device or sheath after removal. Procedure type: embolization; closure: arterial; sheath size: 5f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4).